Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During the permanent implant procedure three of the contacts were found to be invalid. The connections were checked, cables were changed, and the lead placement was adjusted to no avail. The lead was removed and replaced. The replacement lead resolved the issue.